Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose levels. Although requested, no additional information regarding the occlusions was provided.